Event description:
The customer reported that there was no display. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that there was no display. There was no adverse pt impact. The unit was evaluated by a philips field service engineer and the reported symptom was verified. The control pca was replaced to resolve the reported issue.